Manufacturer narrative:
Dc bead loaded with irinotecan was used in the treatment of this pt. The equivalent product lc bead is available in the USA but is not indicated for use with drugs. The device has not been sent to the MFR for eval. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company medical assessment concluded that at the time of reporting that no info regarding the severity of this event has been rec'd however hepatic encephalopathy is potentially life threatening so this event has been conservatively assess as reportable. Add'l info regarding this case specifically including the temporal relationship between the procedure and the onset of the hepatic encephalopathy is being sought to enable further investigation. A review of all complaints of this type relating to dc/lc bead between 2004 and april 2014 was carried out; no other complaints of this type have been reported to biocompatibles/btg.

Event description:
A report was rec'd from a (B)(6) radiologist regarding a pt (pt details unk) with an unk indication had treatment with debiri (dc bead with irinotecan) and experienced hepatic encephalopathy. Further requests for info made but no add'l info rec'd from the radiologist.